Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was eating battery and sometimes customer had to replace it 3 times a week. The customer stated insulin pump received a low battery alert and the replace battery alert. The customer stated they did not receive low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert without a low battery warning. The battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss alarm noted in the long trace or device history. (B)(4).